Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. The following information was provided by the initial reporter: it was reported that there are difficulties concerning device functionality (not interop) with the use of the syringe module in the nicu, particularly with those meds that have volumes less than 1cc and slow rates of infusion resulting in long time to occlusion alarms.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. The following information was provided by the initial reporter: it was reported that there are difficulties concerning device functionality (not interop) with the use of the syringe module in the nicu, particularly with those meds that have volumes less than 1cc and slow rates of infusion resulting in long time to occlusion alarms.